Event description:
It was reported that the patient experienced lack of effect with back pain. The patient had been cleaning the previous day, and was unknown if symptoms were caused by the pump getting disconnected from the catheter or if the pain due to heavy lifting. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.